Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post to medtronic that the sensor glucose readings are very inaccurate. The patient's sensor glucose once read 40 mg/dl when his actual blood glucose was 120 mg/dl. The customer also reports that his pump will alarm with a low of 60 mg/dl when his blood glucose will actually be 120-140 mg/dl. The customer expresses his disappointment in the product as a registered nurse and as a diabetic of 30 years. Medtronic is currently attempting to reach out to the customer via phone call. No products were returned or shipped.